Event description:
It was reported that the lead had 1427 short ventricular interval counts this month and several non sustained tachy episodes. Possible over sensing due to "lv lead has dislodged". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.